Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during a stent placement procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, the inner catheter was stretched and detached when the physician tried to release the stent. The stent could not be deployed and was removed with the endoscope. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event was originally reported via alternative summary reporting on (B)(4) 2015; however, results from the investigation analysis on (B)(6) 2015 revealed that the stent was kinked which is a MDR reportable, non-asr failure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Evaluation finding of stent kinked. Reported event of guide catheter broke. Visual evaluation found guide catheter was stretched, broken and kinked in several locations. A guidewire was stuck on the proximal section of the broken guide catheter, no damage was identified on the exposed guidewire. Stent was kinked approximately 8.2cm from the distal end. Suture was intact with no issues. Push catheter was kinked and bent in several locations. A functional evaluation for stent deployment was not performed due to the condition of the delivery system. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device. Once the device is severely kinked/bent, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of guide catheter, and ultimately breaking it. As the guide catheter is stretched thin, the guide catheter would enwrap and bind the guidewire, resulting in the guidewire stuck in the guide catheter. Therefore the most probable root cause is "operational context."